Event description:
User reported no boot.

Manufacturer narrative:
Gehc surgery files service engineer found a defective c-arm backplane pcba. The backplane pcba was replace, system cal files was loaded, and the system was then checked for errors. The system is now in good working order.